Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that during a lead revision due to inadequate coverage the physician replaced the paddle lead as a contact had popped off of the lead. The contact was retrieved from the patient. The patient is doing well following the revision.